Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced dizziness, loss of muscle coordination, and difficulty walking. At the time, the estimated glucose value (egv) displayed on the receiver was 87 mg/dl. The patient consumed carbohydrates and contacted emergency services. Upon arrival, paramedics measured the patient¿s bg which was at 42 mg/dl. The patient was unable to verify or compare the receiver¿s reading at that point. Paramedics administered intravenous (IV) treatment and transported the patient to the emergency department (ed). At the ed, the patient received medication for nausea and an IV drip to elevate blood glucose levels. Additional assessments included cardiac monitoring and an x-ray. The diagnosis was extreme hypoglycemia. The patient remained in the ed for a few hours and was discharged later on the same day. At the time of this report, the patient confirmed that he was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.